Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, interrogation of the device confirmed end-of-life (eol) status. The device battery voltage was indicative of beginning-of-life (bol), which indicates the device declared eol based upon charge time. No recorded elective replacement indicator (eri) timestamp was noted, therefore, a longevity calculation could not be obtained. In an attempt to determine the cause of the premature eol declaration, the titanium case of the device was opened, and individual components were isolated and tested. Detailed analysis revealed a performance problem with the transformer used in the high voltage charging circuit. The transformer's metal shield was then removed and two wires of the secondary windings, which connect the transformer to the high voltage capacitor, were observed to be damaged. Further analysis determined that this damage disrupted the device's ability to charge the high voltage capacitors. This, in turn resulted in lengthened charge times which triggered the eol indicator. The device's therapy availability was then tested and it was determined that the device was capable of providing bradycardia therapy and anti-tachycardia pacing (atp) functions. Testing also revealed that the device was able to sense a simulated tachycardia episode and attempt to deliver therapy; however, the device was unable to deliver the therapy due to the damaged transformer.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was returned for disposal. There were no allegations against the device, and there were no adverse patient effects reported.